Manufacturer narrative:
A visual examination found that the device returned with the array extended. Functionally, the array was not able to be retracted as intended. The luer cap was found to be detached from the sleeve affixed to the cannula. The condition of the returned incident device was consistent with the complaint that the array failed to retract. The evaluation found that the cannula slid proximally into the device handle which led to the retraction problem. Therefore, the most probable root cause is design. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, while preparing for the case, the array was extended. However, when the plunger was pulled back, the tines failed to retract. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(4) 2011. According to the complainant, while preparing for the case, the array was extended. However, when the plunger was pulled back, the tines failed to retract. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.